Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information and device were unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Report 2015691-2016-02840 was submitted for the aortic valve explant.

Event description:
Edwards learned of an mitral bioprosthetic valve that was explanted after an implant duration of approximately six (6) years, eight (8) months due to unknown reasons. The device was not returned for evaluation. The patient also had an aortic bioprosthetic valve explanted and replaced during same operation. Explanted valves were replaced with mechanical ones. There were no reported complications.